Event description:
It was reported that patient underwent primary hip procedure on (B)(6) 2008. Patient alleges he will need revision surgery due to elevated chrome/cobalt levels, pain and clicking of joint. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned as item remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(4). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.